Event description:
The customer reports that the ventilator caught fire when it was not connected to a patient. It is stated that many internal printed circuit boards were damaged, but the user interface and the batteries were in good condition.